Manufacturer narrative:
The hill-rom technician found all four brakes not holding due to the casters being out of adjustment and cut around the edges. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced all four casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in the basement. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).